Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d274drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was also reported there was high thresholds and noise noted on the lead which triggered atrial tachycardia/atrial fibrillation (at/af) count. The atrial lead was capped and replaced.

Event description:
It was reported that there was low impedance on the right atrial (ra) lead. The sensitivity was reprogrammed due to far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.